Event description:
When using the alaris pump to infuse a primary IV fluid and secondary, the pump continues to pull from the primary when the secondary is infusing. The primary was lowered and the connection were rechecked on the primary and secondary tubing. The problem continued. After changing the secondary set the problem resolved. We have had multiple occurrences of this over the past week.